Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact experienced difficulty loading multiple cartridges onto the pump due to housing damage. The customer reported does not believe blood glucose levels were impacted. The customer reported had been able to fit a cartridge onto the pump but it takes multiple attempts.

Manufacturer narrative:
(B)(4).